Event description:
It was reported that the blade was exposed. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was defective and exposed. No patient complications reported.

Event description:
It was reported that the blade was exposed. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the blade was defective and exposed. No patient complications reported.

Manufacturer narrative:
The wolverine cb mr, us 15mmx3.00mmwas returned for analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. Three blades were present on the balloon surface. Approximately 4mm of a proximal section of one blade was lifted but not detached; part of the pad was also lifted (approximately 1mm at the site of the lifted blade. No damage was observed to the remaining blades. A visual and tactile examination found no kinks present along the hypotube. A visual and tactile examination found no damage along the shaft polymer extrusion. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. The balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted.